Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received unspecified alarms occurred. There was no reported adverse impact to the customer. The customer declined to provide further details regarding the issue.